Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. It is further unknown if the products will be returned to zimmer and when they were implanted or if a revision surgery is in discussion or has already taken place. The patient being is currently being monitored due to an unknown reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. This complaint is very unclear. It is unknown at this time if the product is a zimmer product and no event was reported. We report this complaint because it is a legal case. Since the implant date is unknown we consider that this complaint is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).